Manufacturer narrative:
An event regarding a disassociation involving a partnership trial head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection of the returned device noted that the device was returned in used condition. There were scratches and dents throughout the device. Examination by a material analysis engineer indicated: "head showed damages related to use. No material or manufacturing defects were observed on the surfaces examined". -medical records received and evaluation: not performed as medical records were not provided for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: complaint history review found no other similar events for the manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined as the event is an isolated in-vivo event and cannot be duplicated in any kind of controlled environment. A visual inspection noted scratches and dents throughout the device. Analysis by a material engineer observed damages related to use of device. No further investigation for this event is possible at this time as the devices were not returned and insufficient information was received. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During the dislocation of the trial components of a tha, the head detached from the neck, remaining into the liner. To complete the procedure the trial head has been removed manually. This was the left hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During the dislocation of the trial components of a tha, the head detached from the neck, remaining into the liner. To complete the procedure the trial head has been removed manually.